Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) was reprogrammed. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of far r over-sensing. No intervention was reported and the patient will be further followed up. The patient was in stable condition.